Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) failed the battery test and had an unexpected shutdown. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. To fix the issue the fse replaced the unit batteries and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
N/a.